Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed through an archive data review and functional testing. The root cause of the reported complaint was the failure of the load cells. A review of the archive data revealed the ua07 message, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Both load cells were replaced to address the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good, known test batteries, without any faults or errors. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.